Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide an update to section g3. It was confirmed that the date was 01aug2024 not 25jul2024.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the user did not rotate the assembly during insertion which resulted in difficulty with device insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal device would not slide into the patient/vessel, the device would get held up at the distal end. The procedure performed was a peripheral angiography. There were no adverse events. Additional information was received on 14aug2024: hemostasis was achieved by manual compression. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was an issue with insertion of device. The closure device was not making it into the artery and getting caught at the transition step. They did not get to the second step of the angio-seal. A pre-deployment angiogram was performed. No blood loss was reported.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . B3: date of event: 2023. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: nurse manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.